Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient was feeling ill and dehydrated, which were symptoms of elevated blood glucose levels. The patient's husband took her to the hospital. The blood glucose result at the hospital was "over 600 mg/dl". The patient was treated with insulin via IV. The patient was in the hospital for "about 1-2 days". The infusion device was requested to be returned for product evaluation.